Manufacturer narrative:
(B)(4). Batch # p5672p. Device evaluation: the analysis results found that the cdh29a device arrived with no apparent damage. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. In addition tissue was present. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of the lot. Additional information was requested and the following was obtained: can you please clarify the patient consequence. As you have stated, the "anastomosis part was sutured all around again" was there any patient consequence once this had been completed? If yes, please provide additional detail of the consequence. So far the patient is alright and no specific consequences.

Event description:
It was reported that during a colectomy, during anastomosis of the rectum and colon, the device was fired. He found difficulties in advancing the knife and he said he has heard a crushing sound. Upon removal of the device, the surgeon is hardly to remove the stapler. Once removed, he discovered the staples are not formed properly, most of the staples dropped off from the stapler. The tissue was cut through well. He found the washer is not cut completely. He tried to fire off table finally, he found he has to use a very big force to cut the washer. He needed to cut over the anastomosis part, and had to suture all around again.